Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultrasmart meter would not turn on. The patient indicated that the alleged meter issue started about 3 weeks ago around 6:00 am. As a result of the alleged meter issue, the patient administered self-care by taking an increase dose of lantus insulin. The patient increased her lantus insulin dosage by 2 units. On an unspecified date after the meter issue began, the patient developed symptoms of nausea, frequent urination, increased hunger, tiredness, blurred vision, and thirstiness. The patient denied receiving medical intervention from a health care professional. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.